Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll s/c 200 stopper defective/ damaged. The product being manufactured was pembrolizumab ¿ no product lost, no interruption to production process other than transfer of contents to another syringe, no patient harm. I am clarifying with the customer if the plunger was irregular when used or straight out of the packet. Additional details for this pir from the customer: I have attached photos to this email to be included in the pir. The lot number is 4237552. ¿I believe the syringe developed this problem whilst medication was being drawn. The appearance was normal coming out of the packaging.¿ lot #4237552 corresponds to 302149 syringe 10ml ll.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of stopper defective/ damaged was confirmed upon inspection of the photos. A likely root cause is that the stopper tooling shaft may not have moved smoothly during stopper insertion. However, a review of the lot master for the reported lot revealed no abnormalities during production. Additionally, the lot masters immediately before and after the reported lot were also reviewed, and no issues were found. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.